Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) episodes and ventricular tachycardia non-sustained (vt-ns) episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.